Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2020) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, d6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected field: d1 (brand name), g4 (PMA/510(k)) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020 ¿ patient was diagnosed with incisional hernia thereby underwent robotic repair with the implant of ventralight st mesh using echo ps (device 1). Per op notes, ¿the hernia sac was incorporated into the closure to minimize dead space. A oval piece of ventralight st mesh using echo ps (device 1) was placed into peritoneal cavity and secured using optifix tacks.¿. (B)(6) 2021 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the removal of mesh (device 1) and implant of phasix mesh (device 2). Per op notes, ¿the herniated omentum and hernia sac were identified inferior and adjacent to the previously placed mesh (device 1). Adhesions to the omentum and mesh were divided. The mesh (device 1) was removed. Plane was created on both sides. A piece of phasix mesh (device 2) was cut to size and placed as an overlay extending lateral to external oblique using sutures.¿.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.